Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, as the device was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for pss uknown tool with unknown lot number: no conclusion can be drawn. Device was returned and the evaluation ant icipated but not yet begun. Product analysis for (B)(4) with serial number (B)(6) : evaluation determined that device seized and does not turn. The likely cause of failure is distal bearing and internal tube of bearing is worn due to inadequate preventive maintenance. It was also noted that the laser markings are faded and color ring are faded and leg is scored/dented. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the device is seized and doesn't turn. No patient impact reported. Repair request escalated to product event on evaluation due to broken tool.